Manufacturer narrative:
Investigation summary: device history records, quality notification records and maintenance records were analyzed and no occurrences potentially related to the defect was observed. Investigation conclusion: the samples sent by the customer was verified and it was possible to observe foreign matter ¿ plastic residue. Bd foreign matter evaluation procedure identified three samples at level 1, six samples at level 2 and eight samples at level 3 in size ranking. Root cause description: the potential root cause for the foreign matter incident is associated with the assembly process. Rationale: the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that white, foreign "particles" were inside the bd plastipak¿ syringe slip tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white, foreign "particles" were inside the bd plastipak¿ syringe slip tip.